Event description:
Additional information was received that a revision procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Event description:
Boston scientific received information that this device system exhibited a low shock impedance measurement of less than 20 ohms. The patient with this device system reported hearing beeping tones being emitted from the device. The patient had reportedly been at a shooting range and received a shock. The patient was presented in the ER. Upon device interrogation, a fault code indicating a short circuit condition was detected during shock delivery. The patient noted that prior to shock delivery, they felt light headed. The rhythm was atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was delivered, accelerating the rhythm to the ventricular fibrillation (vf) zone, where the device converted with tachy therapy. Technical services was consulted and recommended replacement of the device and right ventricular (rv) lead. A revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that inspection of the lead confirmed an area of melted metal on the rate/sense conductor coil. An area of melted metal (arc mark) was also noted on the device can returned with this lead. As the rate/sense coil of the lead is connected to the distal hv conductor (integrated bipolar), arcing appears to have occurred between the rate/sense conductor coil (distal hv) and the device can (proximal hv) through a cut in the insulation of the lead.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.